Event description:
It was reported that the pt had pain in his feet due to surgery and then revision of the leads. The pt did not use the stimulator because it made the pain in his feet worse. Additional info has been requested, but was not available as of the date of this report.